Manufacturer narrative:
(B)(4).

Event description:
A physician was unable to interrogate a specific patient. The physician's device was later able to interrogate other patients on the same day. The patient reportedly could still feel stimulation, so no device issue was expected with the patient's generator. The manufacturer's sales representative performed troubleshooting on the programming system. The sales representative was unable to interrogate known good demo generators with the programming system. When the tablet was used with a known good serial adapter cable, interrogation was successful. When the physician's serial cable was used with a known good tablet and wand, an error message stating "there is an error establishing communication with the generator. Please try repositioning the programming wand." Was noted. The troubleshooting confirmed that the issue was related to the serial adapter cable. The serial cable was subsequently discarded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.